Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software product ID tm90t0; serial# (B)(6). Product type: accessory product ID 8835; serial# unknown. Product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding a patient receiving intrathecal fentanyl, baclofen (unknown) and clonidine (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the patient's rep stated that it kept telling them it couldn't find the pump. It couldn't deliver the bolus. It took almost 20 minutes to get it to connect. The patient's rep stated that they usually got a resync message, restart because it failed, move the communicator, and find another communicator messages. It was super confusing for the patient because of his condition. It had been a nightmare to connect to the pump since they put the new pump in. The agent assisted the patient's rep in connecting to the pump, and patient's rep confirmed they were able to successfully connect twice. The patient's rep stated it always paused at 91% for the longest. The patient's rep confirmed the handset and communicator had not been wet/dropped, they both charged well, and there was no damage to the equipment. The agent reviewed connecting considerations and the patient's rep stated that the patient's mind wasn't right and some of this was user error and part of it was from changing from just one component.